Manufacturer narrative:
Model- 72404310 pump ms; lot sn- (B)(4); mfg date- 11/08/2018; exp date- 11/07/2023. Model-72404161 reservoir; lot sn- (B)(4); mfg date- 09/21/2018; exp date- 09/20/2023.

Event description:
It was reported that the patient received a replacement of all ams700 inflatable penile prosthesis components due to a cylinder puncture. The cylinder can not work and the other components were old. Another cylinder, reservoir and pump were implanted to complete this procedure. A stable patient outcome was reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that all components were replaced because the cylinder and reservoir were old. Replacing some components would cause damage to the tubing so all components were changed. The cylinder and reservoir were old. The patient outcome was reported to be satisfied.

Manufacturer narrative:
Cylinder fluid loss reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of wear at a fold. The cylinder had broken fabric threads and buckling folds. The other cylinder performed within specifications. The ams700 reservoir was visually inspected and functionally tested. No leak was found. It performed within specifications. The ams700 pump was visually inspected. No leak was found. The pump was not functionally tested due to the cylinder fluid leak. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. No labeling review, ship history, or risk review required per cis product investigation wi, (B)(4). An overall investigation conclusion code of cause traced to component failure was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (windchill document # (B)(4)). If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient received a replacement of all ams700 inflatable penile prosthesis components due to a cylinder puncture. The cylinder can not work and the other components were old. Another cylinder, reservoir and pump were implanted to complete this procedure. A stable patient outcome was reported in relation to his event. Additional information received that all components were replaced because the cylinder and reservoir were old. Replacing some components would cause damage to the tubing so all components were changed. The cylinder and reservoir were old. The patient outcome was reported to be satisfied.

Event description:
It was reported that the patient received a replacement of all ams700 inflatable penile prosthesis components due to a cylinder puncture. The cylinder can not work and the other components were old. Another cylinder, reservoir and pump were implanted to complete this procedure. A stable patient outcome was reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that all components were replaced because the cylinder and reservoir were old. Replacing some components would cause damage to the tubing so all components were changed. The cylinder and reservoir were old. The patient outcome was reported to be satisfied.

Manufacturer narrative:
An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process. Model- 72404310 pump ms, lot sn- (B)(4), mfg date- 11/08/2018, exp date- 11/07/2023. Model-72404161 reservoir, lot sn- (B)(4), mfg date- 09/21/2018, exp date- 09/20/2023.